Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases.

Event description:
It was reported that, during left bundle branch implantation of this right ventricular (rv) lead, while positioning the helix, the rv lead stuck in the septum. The doctor tried to retract this rv lead body without success. At the second attempt the helix began to elongate and then the helix separated from the lead body. A piece of the helix remained in the septum. Another rv lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that, during left bundle branch implantation of this right ventricular (rv) lead, while positioning the helix, the rv lead stuck in the septum. The doctor tried to retract this rv lead body without success. At the second attempt the helix began to elongate and then the helix separated from the lead body. A piece of the helix remained in the septum. Another rv lead was implanted. No adverse patient effects were reported.